Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found a recharger telemetry module (rtm) failure, the no device found message was seen and the unit failed at plexus: fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the patient (pt) was having trouble recharging the ins as the recharger was not working properly. Caller stated that when the pt would be recharging the ins, the controller would indicate that the ins was recharging, however if the pt slightly moved then the ins would stop recharging and also the controller would go to a blank screen. Caller stated that the pt was in a lot of pain. Caller stated that the issue first started probably last wednesday orthursday. Caller could not recall the pt's managing hcp's first or last name during the call. Patient services (pss) provided the caller with the case reference number and asked the caller to call back when they were with the pt and the equipment for troubleshooting. Caller called back with the equipment and pt present. Caller stated that the recharger (rtm) paddle would get hot while the pt was trying to recharge the ins. Caller confirmed that there was no apparent damage to the rtm. Caller confirmed that there were no issues with recharging the controller itself from the power supply. The patient was sent out a replacement recharger (rtm).